Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed.) The inner insulation was kinked buckled and the inner tubing was kinked/buckled. The outer insulation had cosmetic cut and was breached cut. There was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead was stretched and had apparent explant damage.

Event description:
It was reported that the ventricular lead dislodged following an earlier repositioning attempt where reduced sensing and loss of capture was noted. The ventricular lead was repositioned, however decreased sensing and loss of capture was observed again. Therefore the ventricular lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.